Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure.reportedly,the needle broke.the surgeon was able to retrieve the component and applied another device to complete the procedure.the hosp has reported no pt injury occurred.